Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (dissection).

Event description:
During the index procedure, four endeavor sprint/endeavor rx drug eluting stents were implanted in the circumflex artery. A complication /dissection is reported to have occurred during implant of one of the stents and an endeavor drug eluting stent was implanted in treatment. Approximately 55 months post index procedure, non-target vessel revascularization was carried out; three resolute integrity drug-eluting stents were successfully deployed at lad. The following day, 3 non-medtronic stents were implanted to treat a dissection between two stents in the lad.